Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report #: 1627487-2015-07541: it was reported the patient experienced difficulty moving her right leg following the permanent implant procedure on (B)(6) 2015. The symptom disappeared with stimulation on. The patient then was given steroid. X-rays were taken but showed no anomalies. A few days later, the patient experienced tingling and numbness in her right leg and was walking with a walker. Follow-up revealed the symptoms were gone and the patient received effective stimulation.